Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02392.

Event description:
The patient was undergoing a coil embolization procedure in the sinus sagittalis using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed penumbra coils in the target vessel using the lantern. The physician then advanced a ruby coil to the vessel but then decided to reposition the ruby coil. While retracting the ruby coil to reposition it, the physician experienced resistance, and the ruby coil unintentionally detached in the vessel; subsequently, the physician attempted to remove it using a snare device, but the ruby coil stretched and remained in the vessel. The procedure was completed using another ruby coil, another lantern, and glue. There was no report of an adverse effect to the patient.